Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during a rectocele repair procedure using an uphold vaginal support system, as the physician pulled a mesh leg assembly through the sacrospinous ligament, a small portion of suture (with the needle at the end) detached. The suture and needle were reportedly captured inside the capio cage, and no device components fell inside the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned mesh assembly revealed that the needle with a portion of suture from the solid blue dilator was missing and was not returned. Visual analysis of the returned capio device revealed no defects. Functional testing of the returned capio device revealed no defects, as it operated freely and smoothly. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Event description:
It was reported to boston scientific corporation that during a rectocele repair procedure using an uphold vaginal support system, as the physician pulled a mesh leg assembly through the sacrospinous ligament, a small portion of suture (with the needle at the end) detached. The suture and needle were reportedly captured inside the capio cage, and no device components fell inside the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly "fine" post-procedure.